Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. The s-ICD had exhibited an untreated episode as well. The conditional zone of the s-ICD was reprogrammed for the patient. Later in time, the s-ICD was explanted from the patient due to normal battery depletion and it is no longer in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.